Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger, cuffs, link, needle tip and monofilament were not returned with the device. There was no needle strike mark on the foot. There was no abnormal observation found on the returned device that could have contributed to the reported complaint. Determining the cause or confirming the complaint was not possible based on the condition of the returned device, and due to the missing parts. During the investigation, a proxy plunger was reinserted and the needle trajectory was acceptable. Also, the needle trajectory of every device is checked twice during manufacturing. The most probable root cause for the cuff miss is needle deflection during plunger deployment due to patient anatomy or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.